Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was being reprogrammed to address phrenic nerve stimulation and out-of-range (oor) shock lead impedance measurement occurred when applying the electrocardiogram. Boston scientific technical services (ts) confirmed that the caller was just seeing noise and oor measurements when they were putting the EKG on the patient. Ts stated that this was likely what was causing the odd measurements. Everything looked fine after that. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.